Event description:
Consumer called reporting that their meter is not accurate. Consumer went to bed with a reading of 174 and didn't wake up at all; family member found pt, called emergency medical technician and was hospitalized. Believes the readings are not right.